Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited loss of capture on the right ventricular channel. The rv capture threshold had been increased since (B)(6), and low, in range r-wave sensing was also observed. The lead was recommended to be re-assessed in clinic. No further information is available.